Manufacturer narrative:
B5 information provided by md via lab results: confirmed negative for bi-alcl this is a contralateral device.

Event description:
Confirmed negative for bi-alcl this is a contralateral device.

Manufacturer narrative:
Not reported to manufacturer at the time of alleged diagnosis and treatment. No test, lab, or other data provided to manufacturer. Report is based on information stated in legal complaint.

Event description:
Alleged diagnosis and treatment of bia-alcl. Explant surgery and capsulectomy performed (B)(6) 2017.